Manufacturer narrative:
Investigation results were made available. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefor tried several times to receive more information for this case. Additional information was requested at complainant the latest one on (B)(6) 2019 but was not available due to privacy reasons. A technical investigation was not possible to perform, as the device(s) were not at hand for investigation. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trigger considering the following event is identified: metallosis no lot trigger: no similar investigated events for the same lot number b186347 have been found. Review of event description: - it was reported that the patient was implanted with metasul cls insert 52/28 on (B)(6) 1998 and underwent revision surgery (B)(6) 2019 due to mechanical loosening, mobilization due to extensive production of metallosis with consequence of femoral and acetabular osteolysis. Review of received data: - no medical data such as x-rays, surgical notes or any other case-relevant documents received due to patient privacy policy. Correspondences by branch office in italy: (B)(6) 2019: no more information can be given by the hospital pharmacy and for further questions to contact health management department of the hospital. (B)(6) 2019 and (B)(6) 2019: branch office sent email to health management department with no answer. (B)(6) 2019 branch office called by phone directly the health management department and was referred that they cannot give further information due to privacy legislation. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment. Compatibility: compatibility check could not be performed as only one product has been reported. In the applicable surgical technique all relevant steps are described, however, as no surgical report is available, a comparison of the surgical technique and the approach applied could not be performed. In the applicable instructions for use (IFU) general information are provided, however, as no surgical report is available, a comparison of the instruction for use and the approach applied could not be performed. Conclusion summary : it was reported that the patient was implanted with metasul cls insert 52/28 on (B)(6) 1998 and underwent revision surgery after more than 20 years in vivo on (B)(6) 2019 due to mechanical loosening, mobilization due to extensive production of metallosis with consequence of femoral and acetabular osteolysis. The device has not been received for a product investigation. Due to patient privacy policy neither patient data nor medical documentation has been provided for review. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation results did not identify a non-conformance or a complaint out of box (coob). Based on the significant lack of information the reported event could neither be reproduced nor could a root cause be identified. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(6).

Event description:
No event update.

Event description:
It was now discovered that two complaints (B)(6) were initiated for the same event, but with two different products. This case is a duplicate from the case (B)(6) , MFR 0009613350-2019-00168, and will be invalidated. Please invalidate this case from your system.

Manufacturer narrative:
It was now discovered that two complaints (B)(6) were initiated for the same event, but with two different products. This case is a duplicate from the case (B)(6), MFR 0009613350-2019-00168, and will be invalidated. Please invalidate this case from your system. The investigation results will be reported under (B)(6). Zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(6).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that patient underwent revision surgery due to mechanical loosening and mobilization due to extensive production of metallosis with consequence of femoral and acetabular osteolysis.